Event description:
The pt reported the surgeon implanted a 12.6m micl12.6 implantable collamer lens in his left eye (os) on (B)(6) 2007. The pt complained of cloudy vision. At the one year post-op visit, the surgeon indicated that a cataract had developed. The pt reported the icl was explanted and the cataract removed. A multifocal lens was implanted and the pt is ok.

Manufacturer narrative:
(B)(4) (secondary surgery), (B)(4) (cloudy vision) - (B)(4): eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).